Event description:
The device was used during a laparoscopic colon resection, the disc completely unraveled. It was in two separate pieces. It had not been touched by anything other than his hand. No pt consequences. Case completed with another device of the same product code.